Event description:
Reported received of an overdelivery. In 2004 at 1910, the pump was programmed to deliver 50mg of morphine in 50ml at a rate of 4ml/hr. At 2300, the nurse noted that "3/4 of the bag had been delivered." The device is display indicated that 14.5ml had been delivered. The device was removed from clinical service. There were no reported adverse pt effects and no medical interventions were required. The pt was reported to be non-symptomatic. After an unspecified length of time, the morphine infusion was resumed at the prescribed rate. Though requested, no additional information was provided.